Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The irritation was described as two puncture marks. The patient reported when the irritation first started it was oozing and that skin was now coming off of the irritation. The patient applied a band-aid to the area to address the reported irritation. The patient reported he had reached out to medical professionals and they stated the irritation was due to the lifevest. During a follow up call the patient stated that the area was not getting worse. The medical outcome of the reported irritation is not known. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.